Manufacturer narrative:
Device evaluation: it was reported there are bubbles on the transferring needle. Our quality team has completed a device history record review for material number 305211 and lot number 4081139. The review did not identify any abnormalities during the production process that could have contributed to the defect, and all quality tests were within specification. Due to the unavailability of a sample for return, a comprehensive sample investigation could not be conducted. Consequently, the exact cause of this incident remains undetermined. Should you encounter any further issues with our product, we would appreciate the opportunity to perform a detailed analysis. At this time, no further action is deemed necessary. Complaints related to this device and the reported condition will continue to be monitored and analyzed for emerging trends by our quality team.

Event description:
It is reported foreign matter. Event description: the hospital has reported that ¿the hcp found two syringes with ¿bubbles¿ on the transferring needle. These were discarded and replaced with two new ones¿. Now that I tried to photograph this, it's very difficult to see them with the naked eye¿and therefore also hard to capture in a photo. The particles seem smaller this time. I looked under a microscope, and with one of the syringes, I'm a bit unsure¿could a foreign object have come off. On the other needle, I can see more of a small ¿crystal-like particle.